Manufacturer narrative:
A supplemental report is being submitted for correction to d4 unique device identifier (UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: controller serial or lot#: (B)(6) additional products: battery serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6), the controller (B)(6) and one (1) battery (B)(6) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated battery met all requirements for release. Log file analysis revealed two (2) controller power up events with associated pump start events were logged on 30/oct/2023 at 07:11:09 and 07:56:05, indicating losses of power to the controller. The data point recorded prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 71% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) with 97% rsoc and no power source was connected to power port two (2). The data point recorded prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 93% rsoc and (B)(6) was connected to power port two (2) with 94% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 30 and 20 seconds, respectively. No anomalies were recorded leading up to the losses of power. Review of the alarm log file revealed two (2) controller fault alarms were logged on 30/oct/2023 at 07:47:34 and 08:29:28, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. As a result, the reported controller fault alarm was confirmed. However, the reported vad stop and inability of the battery to be recognized by the controller could not be confirmed. It is likely that the observed losses of power were perceived as vad stops. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported battery not being recognized may be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, and/or a marginal connection between the controller and battery. A possible root cause of the observed loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 5076-45 lead implanted on (B)(6) 2015. Additional products: d1: heartware ventricular assist system- controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2019 / serial #:(B)(6) (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 20-apr- 2018 h5: no additional products: d1: heartware ventricular assist system - battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2023 / serial #:(B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 23-sep-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm attributed to a depleted internal battery. Logfile review also showed "pump off time on the morning of the clinic visit". The patient reported persistent alarms that could not be silenced during the event. It remains unclear whether power sources were being changed when the alarm occurred. Additionally, it was noted that a battery failed to register power during the clinic evaluation. The battery was removed from service. The controller was replaced. The vad was restarted without issue and remains in use. No patient complications have been reported as a result of this event.